Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer noticed there was a break in the insulation on the cable of the maryland bipolar forceps (mbf) instrument. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The reporter doesn't remember the color of the cable, the issue was observed after surgery. No video is available for review.

Manufacturer narrative:
From available information, a return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the maryland bipolar forceps (mbf) instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The probable root cause of the insulation damaged cannot be determined based on the current provided information. This complaint is considered a reportable event due to the following conclusion: it was alleged that ¿a break in the insulation" was found on the cable of the maryland bipolar forceps (mbf) instrument after the procedure. An allegation of the insulation damaged to the conductor wire has potential for electrical discharge at a location other than intended. At this time, it is unknown what caused the insulation damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was analyzed and found to have damage insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off, exposing the bare wire. No material appeared to be missing. The electrical continuity test still passed, and no thermal damage was observed. The complaint regarding the maryland bipolar forceps instruments had a break in the insulation was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure.